Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure the vessel sealer extend (vse) instrument was being used, but the tissue it sealed oozed. The customer was using the vse instrument with a e-100 generator when these oozing events occurred. The surgical staff then switched to a erbe generator and reportedly did not have any further oozing issues. The surgeon resealed tissue to resolve to oozing events. The procedure was completed robotically. The intuitive surgical, inc. (Isi) technical support associate (tsa) reviewed the system logs and noticed an error m-35 on the generator. Isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that hemostasis was not good throughout the procedure as there was some oozing of blood. After using the same vse instrument with another generator, the hemostasis issues were resolved. The surgeon used the same vse instrument to seal over the oozing vessels to stop the bleeding. The surgeon reported this event had no adverse patient affect. An isi clinical sales associate (csa) who was present during this procedure provided additional information: the csa said target tissue was not too big and the tones were working as expected, but the tissue was still oozing. The csa said the surgeon was using the e-100 generator during this event. The csa moved the vse instrument from the e-100 generator to an erbe generator and the oozing issues stopped occurring during the procedure.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and intra-operative complications cannot be determined. Isi requested the vse instrument used during this event to be returned for failure analysis investigations, but the product has not been received at this time. A follow-up MDR will be submitted if additional information is obtained. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse tested the e-100 generator and could not replicate the reported event. The fse replaced the e-100 due to a possible energy level issue based on the customer complaint. The da vinci system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported event. The e-100 generator was installed on an in-house system and tested with a synchroseal instrument. The synchroseal instrument was used to cut and seal gauze dipped in saline about 100 times with no issues observed. The vessel sealer logs for this event were reviewed by an isi failure analysis engineer: "unfortunately no e-100 logs were available. However there were erbe logs and they did not show any sort of error. The instrument had 18 separate sealing events all which occurred without fail." A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted benign hysterectomy procedure, it was alleged that the vse instrument did not adequately seal tissue as oozing was observed. The issue was resolved after the surgical staff replaced the e-100 generator with an erbe generator. After swapping the generators, the surgeon was able to reseal the vessels/tissue with the same vse instrument.